Event description:
It was reported that the device's shock and sync sticker(label) is not visible during operation check. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a replacement label was ordered. Upon conclusion of the evaluation, it was determined that the therapy and sync label was not visible, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.